Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use resulting in the decision to explant. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on march 13, 2017.